Event description:
It was reported that while in the cv (cardiovascular department) the md inserted the intra-aortic balloon (iab) via a sheath in the patient's left femoral artery. After the iab was in place the md could not aspirate blood from the central lumen. As a result, the iab was removed and a second iab was inserted into the same insertion site. There was no reported patient death, injury, or complications. Medical/surgical intervention was not required. There was no reported interruption in iabp therapy. The patient outcome is fine.

Manufacturer narrative:
(B)(4).